Event description:
Revision of an ulnar repair occurred to remove a broken plate and re-plate. Postoperatively, the patient presented with pain and a broken plate was subsequently discovered. During revision, the broken plate and six intact screws were removed and patient was implanted with a new plate and new screws.

Manufacturer narrative:
Device was used for treatment.

Manufacturer narrative:
Additional narrative: review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.

Manufacturer narrative:
Device used for treatment and not diagnosis. Inspection / measurement of the returned part showed that it meets all dimensional and visual requirements for pertinent features that could be related to the customer complaint at all measurable locations.

Manufacturer narrative:
A product development evaluation was conducted. The 7 hole lcp 1/3 tubular plate was returned along with 6 3.5 cortex screws with hex recess. The 1/3 tubular plate is broken into two pieces through the center hole. One of the adjacent holes to the break has scratches on the top surface. Other than some scratches on the top surface of the screw head, there is no visible damage to the cortex screws. The plate was used on an ulnar fracture which is a correct indication for this plate. The plate was implanted for 3 months and was removed due to plate breakage. A new plate was used which indicated a non-union. The plate is made from 316l stainless steel which is widely used for orthopedic implants. The plate was an lcp plate, but cortex screws were used for fixation. There were no x-rays returned for evaluation. The design of the plate is deemed correct for this indication. There is not enough information to determine how the implant was used and what loads were experienced by the implant. The complaint occurrence rate is correctly reflected in the hazard analysis.